Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had syncope and CPR was performed. The patient was put in the hospital for continuous monitoring. The device was explanted and replaced with a defibrillator 3 days later. No further patient complications were reported as a result of this event.